Event description:
The following device was received as blind unit: product code: 698334020, lot number: g0810. However, it couldn¿t be associated with a complaint or any other existing record. No further information is available. This report is for a mod straight thoracic probe. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Initial reporter is a synthes employee. Impacted product is a custom device. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Part # 698334020, lot # g0810. Supplier: seabrook international batch1: lot qty of (B)(4) unit were released on 27 sep 2010 with no discrepancies. No ncrs were generated during production. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that mod straight thoracic probe was broken by the tip. The broke fragment was returned for examination. No other issues were found. A dimensional inspection for the mod straight thoracic probe was not performed as is not applicable to the complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the mod straight thoracic probe would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.